Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting steps, including using different charging cables and outlets, but these did not resolve the issue. Customer reverted to an alternate method of insulin therapy.